Event description:
The customer reported a leak from the main diluter panel of a coulter lh 500 hematology analyzer, which was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time and there were no reports of direct contact with the leak. There were no reports erroneous results generated and there was no impact to patient treatment in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and noticed a pin hole in tubing at pinch valve pv43, which is the cbc drain path between the low vacuum and waste chamber. The fse replaced the tubing at pinch valve pv43 to resolve the leak. As preventative maintenance, the fse replaced the silicon tubings on other pinch valves. Repairs were verified per established procedures. (B)(4).